Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. No ECG (electrocardiogram) signal; ECG connector found loose. Power cord bay door damaged (missing latches). Display hinge cover missing.

Event description:
It was reported that no electrocardiogram (ECG) would come on the screen. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.